Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and screen test results were acceptable. A device image downloaded was attempted. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented to the hospital due to pocket erosion and pocket dehiscence. The patient's implantable cardioverter defibrillator (ICD) was exposed through the skin although there wasn't much redness or swelling on the device pocket. The physician suspected an infection and does not believe it occurred due abbott- device. The patient's ICD, right ventricular lead and atrial lead was explanted. The patient was stable.